Event description:
The facility's clincial engineering technician reported a fail code 810:11. The clinical engineering technician stated they have no record of any patient incident involving the pump since the last baxter service event.